Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited issues with front panel display disappeared. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation the issue was caused by a faulty front panel. However, the cause of the faulty front panel was not established. Olympus will continue to monitor field performance for this device.